Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient said her first device was sticking out of her hip and it could be seen through a bathing suit, device was not implanted correctly, it was not implanted deep enough. Patient also reported the battery ran out early and was replaced. There was no fall or accident with the implant, and the patient clarified that the device had simply not been implanted deep enough. Patient did not know the reason the battery ran out early. Patient weight at the time was approximately 160 pounds. Patient noted that the replacement implant worked just fine. No further complications were reported or are anticipated.